Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the force bipolar instrument was observed to have a bend on the tip which was getting caught on tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.